Event description:
It was reported that boston scientific technical services (ts) was contacted to evaluate increased shock impedance measurements from this right ventricular (rv) lead. The most recent measurement was out-of-range at 132 ohms. All other lead parameters were normal. To verify the rv lead integrity, it was recommended to assess the patient in-clinic with provocative maneuvers and real-time electrocardiogram. Diagnostic imaging was also mentioned to confirm correct lead placement. Finally, a commanded shock test was mentioned to assess the true shock impedance measurement. At this time, the rv lead remains implanted and no adverse patient effects were reported.

Event description:
It was reported that boston scientific technical services (ts) was contacted to evaluate increased shock impedance measurements from this right ventricular (rv) lead. The most recent measurement was out-of-range at 132 ohms. All other lead parameters were normal. To verify the rv lead integrity, it was recommended to assess the patient in-clinic with provocative maneuvers and real-time electrocardiogram. Diagnostic imaging was also mentioned to confirm correct lead placement. Finally, a commanded shock test was mentioned to assess the true shock impedance measurement. Recently 10 joule and 41 joule shock testing was performed, which revealed a code 1005, indicative of an open circuit condition. Ts was contacted again and recommended surgical replacement to resolve the event. At this time, the rv lead and device remain implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that boston scientific technical services (ts) was contacted to evaluate increased shock impedance measurements from this right ventricular (rv) lead. The most recent measurement was out-of-range at 132 ohms. All other lead parameters were normal. To verify the rv lead integrity, it was recommended to assess the patient in-clinic with provocative maneuvers and real-time electrocardiogram. Diagnostic imaging was also mentioned to confirm correct lead placement. Finally, a commanded shock test was mentioned to assess the true shock impedance measurement. At this time, the rv lead remains implanted and no adverse patient effects were reported.